Manufacturer narrative:
Standard disclaimer on file.

Event description:
Diabetic suspected problem after having trouble with her vision. Suspect device had been giving results below 200 mg/dl. Dr instructed pt to take 1 glyburide pill if blood glucose was greater than 200 mg/dl. Diabetic complied and because blood glucose never read above 200 mg/dl, she did not take medication. At hosp, lab result was 500+ mg/dl and she was treated with insulin IV. She also suffered a stroke.